Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, crack valve opening and curved opening on anterior. Leak test and microscopic analysis was performed which identified; yellow particles in the shell, crease sharp opening, crease smooth opening and crack valve opening. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.